Event description:
Procedure: hernia. According to the report: the device could not coagulate. The cutting function was ok, but there was poor coagulation. Sixty to seventy cc's of bleeding occurred so the surgeon used a replacement electrosurgical unit.

Manufacturer narrative:
(B) (4). (B) (4).